Event description:
The patient reported warmth and an occasional burning/stabbing pain from the transmitter assembly which caused a burning sensation to the skin. However, the burning sensation did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly and as of on (B)(6) 2026, the patient is doing good with no concerns.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient wearing the transmitter assembly directly on the skin has been ruled out as a potential root cause. The transmitter assembly associated with the device was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformance's were found. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 32.1°c. Internal thermal temperature while charging: 33.6°c. Outside thermal temperature while operating: 33.4°c. Internal thermal temperature while operating: 35.3°c. The outside thermal temperature while charging was 32.1°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in no problem found. No problem found rates remain acceptably low; thus, CAPA is not required. No problem found rates will continue to be tracked and trended.